Event description:
Procedure type: total lap hysterectomy. According to the reporter, endostitch #1 was unable to open and release to unload. The scrub said "the bunny ears would not open and release." The needle broke in the process of trying to get it opened. Another endostitch was opened. Endostitch #2: surgeon was unable to toggle with the teal levers while inside patient. The scrub said the toggles were crooked and seemingly got stuck. The scrub tried to get the endostitch to release but it would not. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500 cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).